Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was too little light. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "insufficient light emission" was confirmed, and further defects were detected. In total the following defects were detected: led is dim, blade worn, cover damaged, leak between plug and cover. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the mechanical damage caused the c-mac blade to leak between the connector and the cover. The leakage causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).